Manufacturer narrative:
The reported devices were returned and visually inspected under magnification. The plate was broken in two pieces at the end of the bridge. With known information, the cause of the breakage could not be established. Related two three reports: 2027754-2025-00020, 2027754-2025-00021, 2027754-2025-00023.

Event description:
It is reported that the surgeon explanted four plates from the mandible that broke post op. Plates were implanted 6 months prior.